Event description:
It was reported that during a procedure the lasso variable catheter in use showed a split on the x-ray display. The catheter was removed from the patient and it was noted that was a definite split at the base of the electrodes with the inner wires visible. The physician did not experience any difficulty removing the catheter from the patient. There was no patient injury reported.

Manufacturer narrative:
(B)(4). It was reported that during a procedure the lasso variable catheter in use showed a split on the x-ray display. The catheter was removed from the patient and it was noted that was a definite split at the base of the electrodes with the inner wires visible. The physician did not experience any difficulty removing the catheter from the patient. There was no patient injury reported. Visual inspection of the returned device confirmed the catheter tip and shaft were separated. Further investigation revealed that the cause of the failure was the separation of the polymide stiffener from the quad lumen tip. A tensile strength test was performed to some sample in order to recreate the issue. The issue could not be duplicated based on the specification. Based on the absence of further complaints and on the preliminary investigation of the product and process, at this time issue appears to be an isolated incident. Manufacturing was notified of the issue. In addition, all the catheters are inspected 100% before packaging. On line inspections are in place to prevent this type of defect from leaving the facility. The device history record (DHR) was reviewed and no anomalies were found related to this failure mode. DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint has been verified.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Multiple attempts have been made to request for the complaint product to be returned for analysis. Product was not returned for investigation as initially reported.the device history record was reviewed, and was verified that the device was manufactured in accordance with documented specification and procedures.(B)(4).